Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. Insulin pump passed self test. No display anomaly noted during testing. No scrolling numbers noted on the display. Insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported by the customer's mother that their insulin pump up and down arrow buttons are sticking. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.